Event description:
It was reported per mw5106546, cadd -ms3 pump alarmed call for service after displaying low alert, under-delivery. Approximately one ml remained in syringe. No patient injury reported.

Manufacturer narrative:
Other, other text: , corrected data: e1 updated, correction to facility name